Manufacturer narrative:
The device involved in this incident has been requested, however, it has not been rec'd. The customer was unable to identify the specific lot number invelved in this incident, therefore, a batch review could not be conducted.

Event description:
Report rec'd from baxter states three incidents occurred in which the reservoir ruptured during filling with normal saline. No pt involvement.